Event description:
It was reported that the acetabular shell was loose. There was a revision of the acetabular component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Insufficient medical records were received for review with a clinical consultant. Investigations have been conducted on individual product complaints which reported loosening, or poor fixation of trident hemispherical and peripheral self locking (psl) shells. Per our corrective action/preventive action policy and procedures stryker orthopaedics conducted an investigation to evaluate reports of shell loosening involving trident hemispherical and psl acetabular shells. An analysis of the overall complaint data is documented in a CAPA . The root cause analysis conducted as part of the CAPA determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Specifically, surgeons were not adequately executing the correct reaming technique required for the preparation of the acetabulum. Stryker orthopaedics created separate and distinct surgical techniques, one for the trident psl shell and one for the trident hemispherical shell in order to clarify the different reaming techniques recommended to achieve initial fixation. The reported event regarding alleged trident shell loosening was not confirmed.

Event description:
It was reported that the acetabular shell was loose. There was a revision of the acetabular component.